Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that outflow graft malfunction/malposition (stenosis) was found on (B)(6) 2021. The patient was admitted on (B)(6) 2021. The patient underwent a surgical procedure to exchange the outflow draft. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft stenosis could not be confirmed as no product was returned for evaluation and no images were provided for review. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19apr2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Clarification was provided indicating that the stenotic site of the outflow graft was cut and re-sutured. The patients condition improved and was under outpatient follow-up.